Event description:
A person with diabetes reported that the button on their pump was not functioning properly, requiring them to plug it in to activate the screen. There was no adverse impact to the customer¿s blood glucose level mentioned. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.